Manufacturer narrative:
(B)(4). Batch # n5673g. The ec60a device was received for analysis with no apparent damage and with an ecr60b cartridge reload present. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Additional information requested and received: did the device deliver a cutline? Yes. Was the cutline complete? Yes. How was the prick to the instrumentalist treated? Disinfection of the wound, passage to the emergencies and then meeting with the referring doctor. What is the current condition of the instrumentalist? Fine. Was this standard protocol for a prick (or stick) that happened to the instrumentalist? Yes. Did the patient have any infectious disease? No. Will any additional intervention be required? No.

Event description:
It was reported by the affiliate that during an unknown procedure, two devices did not work, they did not staple. The instrumentalist pricked herself when replacing the devices. The procedure was lengthened. Another like device was used to complete the procedure. There were no adverse consequences for the patient.